Manufacturer narrative:
Internal complaint reference (B)(4). Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device found no deficiencies were observed. The replacement cartridge was returned in three separate pieces. The suture was not returned. A functional evaluation revealed that the three triggers functioned properly. When a new cartridge was loaded into the inserter it was found to function properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopic left knee medial meniscus repair procedure, the novostitch pro failed to pass a complete suture through the meniscus. The suture was found to be broke at the lower jaw with the disconnected end at the upper jaw after deployment. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.